Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that during the case, the anesthesiologist noticed that the blood pressure levels were low on the patient. The physician used an intracardiac echocardiography (ice) soundstar catheter to confirm a pericardial effusion injury. They stated that for medical intervention they tapped the effusion and drained "over 100" ccs of blood from the patient. They are unsure if it was 100 ccs specifically, but they believe it looked like more than 100 ccs. They stated they do not know if the patient required surgery and they also do not know if the patient is stable. The physician stated that they believe the injury occurred due to a vein in the left side of the heart that was pushed out. The physician traveled up the vein while in the heart and the physician believes this is when the injury occurred. Additional information received indicates the adverse event was discovered during use of biosense webster products, believe to have occurred during ablation phase. Physician¿s opinion on the cause of this adverse event is that it was procedure related. A smartablate generator was used during this case with the correct catheter settings selected on the generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. Irrigated catheter was used in the event, the flow setting was stsf standard setting 15ml. Transseptal puncture was performed with a baylis rf needle. Prior to noticing the cardiac tamponade, ablation had already been performed. There was no evidence of steam pop. Visitag module was used, parameters for stability used was surpoint settings; range: 3, time: 3, force over time (fot): 25%, tag size: 3. Additional filter used with the visitag was respiratory adjustment. Impedance 0-10ohms was used.